Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. No adverse event was reported. The lot number was not provided. The insulin cartridge was requested to be returned for product evaluation.